Event description:
A clinician sustained a needlstick while using the device. The clinician thought the device had locked, but that the needle appeared to still be protruding beyond the guard. The needle tore the glove and grazed her skin. The facility contact did not believe the clinician's skin was punctured by the needle, but was not absolutely sure. The clinician had blood drawn for titers, but did not receive any medical treatment. The sample was discarded by the facility.